Event description:
Boston scientific received information that this patient was experiencing syncope to due to loss of capture and pacing inhibition which was due to an insulation break just proximal from the header. The lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.